Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
Facility reported serrated reduction forceps broke during surgery. Did not delay surgery; implants were utilized. Surgery was completed successfully. This report is 1 of 1 for complaint (B)(4).